Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis found interrogation results were normal and there was an acceptable visual screen.

Event description:
Related manufacturer reference number: 2017865-2025-1003680. Related manufacturer reference number: 2017865-2025-1003682. It was reported a patient presented with septic shock and passed away on (B)(6) 2025. Their system was removed on an unknown date. It was unknown whether the death was related to any abbott product or procedure.